Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak of a radioisotope. The tubing set was being used to deliver cardiolite. After an unspecified length of time in use, leakage was reported at an unspecified location on the tubing set. The customer contact reported the cardiolite leaked directly onto a pad and did not require a special clean up procedure. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.